Manufacturer narrative:
The insulin pump was received with constant spi to motor pic communication error and off no power alarm problem isolated. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected test and all operating current test due to constant spi to motor pic communication error and off no power alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot.

Event description:
The customer reported via phone call of a damaged battery cap from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer was unable to remove the battery cap because it was damaged. The customer was unable to remove the battery cap with a large flat-head screwdriver. The customer mentioned a low battery. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump closely if they continue use of the pump. The customer will be sent a replacement pump.